Event description:
It was reported that the user described a personal practice of treating impending low glucose with food and pausing the ilet pump and was informed that the device does not deliver insulin when glucose is below 70 mg/dl. Symptoms included low glucose. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed no device malfunction reported and aligned function of the low-glucose safety feature. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.